Manufacturer narrative:
(B)(4) - no known consequences or impact to the patient; delivery system failure. The injector was not returned, however, the lens was received and evaluated. There was tears in the optic and a half of an optic was torn off with a piece of the optic and missing. Evaluation conclusion (unable to confirm): based on the complaint information and returned product, we were unable to confirm this complaint. (B)(4).

Event description:
The customer reported a injector plunger malfunction and the optic of a cq2015a collamer three piece lens was torn. Additional information was requested by not yet received. If any additional information is obtained a supplemental medwatch will be submitted.

Manufacturer narrative:
Additionally training was provided to the customer and after a series of different loading scenarios it was determined that the event was likely due to a loading error. (B)(4).